Manufacturer narrative:
(B)(4). Was reported that on (B)(6) 2009 the patient underwent revision of the previously implanted mesh and an additional tvt-o was implanted due to continued sui. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted due to sui. It was reported that patient underwent exploratory laparotomy, bso, extensive lysis of adhesions, partial omentectomy and cystourethroscopy on (B)(6) 2012 due to complex pelvic mass, suspected ovarian torsion and severe pelvic pain. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006, and mesh was implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.